Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Reportedly, the customer's insulin gauge displayed multiple inaccurate fill estimates. It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 27 units and the cartridge was filled with 250 units of cold insulin. There was no impact to customer¿s blood glucose level for the reported issue. The customer continued using the existing cartridge for insulin therapy and declined a follow up call from tandem technical support.